Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured helix extension length was within specification. The reported event of lead dislodgment was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the atrial lead became dislodged. The lead was repositioned, however, dislodgment was observed again. The lead was explanted and replaced to resolve the event and the patient was in stable condition.